Event description:
It was reported that the keypad on the customer's device was not functioning correctly. The sync, charge, and energy select keys were no longer responding. Due to this, the device would not have the ability to select and charge defibrillation energy. There was no patient use associated with the reported failure.

Manufacturer narrative:
(B)(4). Physio-control evaluated the device and verified the reported failure. Physio observed that the internal keyboard flex cable assembly was not connected completely to its corresponding connector. After reconnecting keyboard flex cable connector and securing it properly, proper device operation was observed through functional and performance testing. The device was then returned to the customer for use. The cause of the loose connection could not be determined.